Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. As these occlusions occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.